Manufacturer narrative:
Multiple attempts were made to follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the hospital. No additional information was provided.